Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy reaction"), swelling ("swelling"), metal poisoning ("metallosis"), urinary tract infection ("urinary infections"), vaginal infection ("vaginal infections"), cyst ("cysts"), anaemia ("anaemia"), thyroid disorder ("thyroid decontrol") and mental disorder ("psychological sequels") and was found to have weight increased ("progressive increase of weight"). The patient was treated with surgery (essure was removed by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, swelling, metal poisoning, urinary tract infection, vaginal infection, cyst, anaemia, thyroid disorder, weight increased and mental disorder outcome was unknown. The reporter considered anaemia, cyst, genital haemorrhage, hypersensitivity, mental disorder, metal poisoning, pelvic pain, swelling, thyroid disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: her quality of life, as well as her personal and familiar relationships have been affected as a consequence of secondary effects of the product. She considered that damages have been caused by defective product. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-mar-2022: consumer's information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy reaction"), swelling ("swelling"), metal poisoning ("metallosis"), urinary tract infection ("urinary infections"), vaginal infection ("vaginal infections"), cyst ("cysts"), anaemia ("anaemia"), thyroid disorder ("thyroid decontrol") and mental disorder ("psychological sequels") and was found to have weight increased ("progressive increase of weight"). The patient was treated with surgery (essure was removed by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, swelling, metal poisoning, urinary tract infection, vaginal infection, cyst, anaemia, thyroid disorder, weight increased and mental disorder outcome was unknown. The reporter considered anaemia, cyst, genital haemorrhage, hypersensitivity, mental disorder, metal poisoning, pelvic pain, swelling, thyroid disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: her quality of life, as well as her personal and familiar relationships have been affected as a consequence of secondary effects of the product. She considered that damages have been caused by defective product.